Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device "flips in the pocket site." It was also reported that the device helped the patient's symptoms. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.